Event description:
It was reported that the patient presented inpatient post-implant procedure. Upon review, it was noted that the right atrial (ra) lead was pacing the ventricle. X-ray imaging was performed and revealed that the lead had dislodged. The patient presented for a lead revision. During the procedure, while attempting to re-position the lead, the lead's helix would not extend and retract appropriately. The lead was ultimately explanted and replaced successfully. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issues and inappropriate capture. As received, a complete lead was returned in two pieces with the helix found stretched/bent and clogged with blood/tissue. The reported event of helix mechanism issues was confirmed. X-ray inspection found over torque of the inner coil at the connector region consistent with procedural damage. X-ray examination found the helix stretched/bent consistent with procedural damage. Unable to perform helix mechanism and extension length test due to damage of the helix as received. The cause of the reported events of helix mechanism issues were isolated to blood/tissue and stretched/bent of the helix in the helix region and over torqued of the inner coil. The reported event of inappropriate capture was not confirmed. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.